Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was present in the emergency due to chronic lumbar and back pain. The patient's pacemaker system was found to be infected resulting in endocarditis and vegetations on both the right ventricular (rv) and right atrial (ra) leads. Blood culture test results showed recurrent enterococcus faecalis bacterial infection. The pacemaker, rv and ra leads were explanted. The patient was discharged with no reports of adverse consequences.